Event description:
It was reported that the customer intermittently experienced resistance during the fill process. Customer¿s blood glucose level was 100-250 mg/dl. Reportedly, after inserting the needle at a different angle, the issue resolved and the customer successfully filled the cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.